Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding implantable neurostimulator. The reason for call was caller stated that the stimulator intensity change by itself, now it's 4.1 but before it was around 1.8. Caller stated that even the adaptive stim is not working anymore, before the stim will change when they lying down or when seating. Caller also added program a and c is not even working correctly. Caller mentioned having an x-ray but caller confirmed that they were not able to turn the device off. Agent tried to review information that the x-ray could be one of the reason of the malfunction of the stimulation. Agent redirected the caller to their managing healthcare provider (hcp) for further assistance. No symptoms were reported. Patient called back stating when the hospital did a CT scan, they think they messed up their stimulator, because it is not working to treat their pain. Patient stated they had been without stimulation for a week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their programs had been lost and the new manufacturer representative (rep) changed them back. The new rep had a copy of my settings and simply reset the stim and also turned the 2nd program off. The issue has been resolved.